Event description:
It was reported that during a procedure of the moderately calcified, heavily tortuous, 90% stenosed, de novo, mid left anterior descending (lad) lesion, after pre-dilatation with a 2.5 x 15 mm balloon, the 3.0 x 23 mm xience pro stent was implanted and a dissection was noted. A different xience pro stent was used as treatment and the procedure successfully completed. The patient was reported as doing fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.